Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8500foe, batch 15290994, was received for investigation. Upon evaluation, it was noted that the device's outer hood was warped, and the cutting edges were damaged. Functional testing could not be performed due to the damage to the device. The most likely cause of the reported failure is user error, such as misaligned insertion and/or prying/leveraging the device during use. Refer to investigation photos. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff repair surgery the burr sleeve broke during shoulder decompression. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.